Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced all four (4) battery pins and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure was determined to be worn battery pins.

Event description:
It was reported that the device powers off and on by itself. There was no patient use associated with the reported failure.